Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that her infusion sets are leaking. Customer states about 3 1/2 weeks ago she had an infusion set that leaked at the head set. She states since then she has had about 5 headsets that have leaked from the same box. Customer states she first noticed the leak because her adhesive was wet and she could smell insulin. Customer also states her blood sugars were running a little higher than normal. Customer is attributing her high blood sugar to the leak. No adverse event. The infusion sets will not be returned.